Event description:
It was reported by service report that the stair chair could no longer support patient weight due to a broken seat bottom. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.